Event description:
The abbott sales representative reported the customer observed architect i2000sr error code 1007 (unable to process test, activated read failure) for 8 out of 150 tests, after changing to reaction vessel (rv) lot 69684p100. The abbott field service engineer had already serviced the analyzer, and the error continued with another rv lot, therefore, the customer suspects the issue originated with the rv's. There was no impact to patient management.

Manufacturer narrative:
Evaluation: as no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Were selected as no method, results or conclusions can be made at this time. Correction from section suspect medical device, lot #: in the initial and follow up medwatch submissions, suspect medical device, lot # was submitted with lot number 69684p100. This lot of suspect medical device were not associated with remedial correction recall 1415939-2/27/09-003-r, therefore, lot # was changed to 71234p100. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The surgeon reported a system message displayed when the surgeon selected the anterior vitrectomy mode. The system was rebooted but the IV pole failed to move properly. The surgeon was able to complete the anterior vitrectomy. Additional info received stated a posterior capsule tear did occur, but was not related to any alcon product.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4). In the previous medwatch -02 submission, the suspect medical device lot number 69684p100, device MFR. Date: 10/7/08, expiration date: na, was corrected with lot 71234p100. Lot 69684p100 is still associated with remedial action recall 1415939-2/27/09-003-r. The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.